Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.